Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a diagnostic arthroscopy of the knee procedure, it was observed that the loop on the device broke while tightening the line. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary a photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. After the photo visualization, it was observed that only the white-green suture attached to the button is shown. The suture is partially impregnated with biological matter. Button does not show anomalies. The suture section near the button appears to be frayed. A review of the batch manufacturing records was conducted on finished lot number 250l725: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the cor rgdloop adjustable stnd would contribute to the complained device issue. Based on the investigation findings, the potential root cause can attributed to procedure variables such as product interaction during procedure; the suture rubbed with the bone internal walls and consequently caused its damage as per IFU: ream 4.5mm passing tunnel and graft socket, 2. If graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction, 3. Pass implant construct through the bone tunnels using the green-and-white-striped leading suture, 4. Flip the button on the cortex by pulling the green trailing suture and/or the graft. Confirm deployment by toggling leading and trailing sutures or by pulling on graft, 5. While maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated, 6. Fixate opposing end of the graft, 7. Cut the white adjustable suture. 8. Cut the green-and-white-striped leading suture, 9. Remove the green trailing suture. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The complaint device was received and evaluated. Upon visual inspection, it was observed that the white-green suture is frayed near the button. Returned suture is partially impregnated with biological matter. Green and white sutures were not returned. Button doe snot show anomalies. A review of the batch manufacturing records was conducted on finished lot number 250l725: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the rgdloop adjustable stnd would have contributed to the complained device issue.¿ based on the investigation findings, the potential root cause can attributed to procedure variables such as product interaction during procedure; the suture rubbed with the bone internal walls and consequently caused its damage as per IFU: ream 4.5mm passing tunnel and graft socket, 2. If graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction, 3. Pass implant construct through the bone tunnels using the green-and-white-striped leading suture, 4. Flip the button on the cortex by pulling the green trailing suture and/or the graft. Confirm deployment by toggling leading and trailing sutures or by pulling on graft, 5. While maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated, 6. Fixate opposing end of the graft, 7. Cut the white adjustable suture. 8. Cut the green-and-white-striped leading suture, 9. Remove the green trailing suture. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.